Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A user report has been received by the tga, reported by the patient "ten days prior to this event I transitioned from medtronic 780g pump to omnipod 5 pump. Returning from tauranga nz to brisbane the issues occurred when flying from tauranga to auckland then auckland to brisbane. My bgl levels became erratic and I was struggling to regain control. In return to australia my bgl were very erratic and by saturday morning I was going dka with blood sugars at 30. I was transferred to hospital by ambulance to ed and bgls has reached 40. The pump and senior were removed by the doctor in ed and I was in ed for 4 hours, acute care for 6 hours and then transferred to a ward for 4 days with other health related complications due to going dka. Reports pulled from the omnipod pump have show there were issues flying with the pump and subsequent insulin delivery.